Event description:
It was reported that during the implant procedure the lead was not used due to patient anatomy and positioning/fixation difficulty. A different type of lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed.